Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited confirmed fracture. Additional information received indicated partial fracture of the ra lead was suspected at the device check, based on the polarity had been changed from bipolar to unipolar by the polarity switch due to ra lead impedance was high. X-ray confirmed fracture in the sleeve area of the ra lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.